Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the patient presented with occlusion of the lad and circumflex. The patient initially presented with acute coronary syndrome with anterior wall ischemia demonstrated on myoview scan. Significant 80% lesions in the circumflex and lad coronary arteries were noted. The physician deployed taxus express2 2.75 x 20 mm and 2.5 x 8 mm drug eluting stents in the circumflex at high pressure with good results; timi 3 flow and no residual stenosis. He then stented the lad with a taxus express 2.5 x 12 mm drug eluting stent and post dilated with a 3.0 x 10 mm extensor balloon with very good result. The patient was treated with heparin and integrilin during the procedure. Patient was discharged the following day in good health, on aspirin and plavix. Two days later, the patient presented to their local hosp with chest pain. Patient had a cardiac arrest and was resuscitated and given tnk (tenecteplase) for anterior wall s-t elevation myocardial infarction and transferred to the facility where the implants were performed. The patient was then treated with ionotropes and intubation. In the cath lab a pacemaker was inserted, and angiography demonstrated an occluded lad and circumflex. The physician was unable to re-establish flow despite balloon angioplasty. The patient expired. Same case as MFR's#: 6000089-2004-00357 and 6000089-2004-00358.